Event description:
It was reported that the patient received inappropriate shocks due to atrial flutter. Medication dosage was changed. No programming changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.